Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. After the guidewire crossed, a 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, on the initial inflation at 8 atmospheres, the balloon ruptured. The device was removed and successful re-vascularization has been achieved by performing dilatation with a different device to complete the procedure. The complaint device was discarded in the facility. There were no patient complications reported.